Event description:
During an unspecified procedure on the bowel, the initial surgery was completed without complications. However, ten days post operatively the pt was returned to surgery due to complications. The surgeon observed bleeding at the application site and resected the tissue to correct the condition. The procedure was completed by manually suturing the anastomsis.